Event description:
The blade broke clean in half on initial puncture incision to the knee. Half the blade remained in knee then removed. Measured broken blade against another blade to confirm size and all pieces. Then, proceeded to take an x-ray to confirm that all pieces of the blade were removed. Surgeon proceeded with remaining cases that day with the same blade sizes and no issues.